Event description:
The doctor called to report that the customer was hospitalized for low blood sugar levels. It was indicated that the customer will be discharged that day and would like the pump replaced. The doctor suggested to call the customer at home to troubleshoot the pump. A few days later, the customer called back to check if the replacement had been sent. It was indicated that the customer refused to troubleshoot the pump at the time of the call. The customer was instructed to revert back to manual injections per md protocol since no troubleshooting was done.